Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The patient was brought into the clinic and programming changes we made. The patient was stable throughout.